Event description:
According to the literature, an observational study compared the outcomes of patients with thymic anatomical variations who underwent video-assisted thoracoscopic surgery thymectomy for the treatment of myasthenia gravis between september 2016 and september 2024. It was noted that dissection and sealing was accomplished with a ligasure device and a competitor product simultaneously. Additionally, after dissection, proximal thymic tributaries towards the retro-left brachiocephalic vein were clipped and followed by distal sealing with an energy sealing device. There were 255 patients included in the study and intraoperative complications included conversion to sternotomy. Postoperative complications included phrenic nerve palsy, and hemorrhagic shock. Title: surgical management of unexpected thymic anatomical variations during thoracoscopic thymectomy author: amir abdellateef date of publication: december 27, 2025

Manufacturer narrative:
D10. Concomitant products: unknown ligasur, unknown ligasure instrument (lot#: unknown), unknown ligasur, unknown ligasure instrument (lot#: unknown), unknown ligasur, unknown ligasure instrument (lot#: unknown) amir abdellateef. "Surgical management of unexpected thymic anatomical variations during thoracoscopic thymectomy", 2025, european journal of cardio-thoracic surgery 2026, 68(1), ezag027 original article https://doi.org/10.1093/ejcts/ezag027. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.